Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 300 mg/dl and 400 mg/dl. The customer reported that they used the insulin pump to purposefully put in 40 units into the insulin pump. The customer tried to commit suicide with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event